Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported performing the air removal step with an empty syringe. Customer was educated on the proper air removal process per the user guide. System check was performed with clinical support and the pump is functioning as intended. Customer successfully resumed insulin delivery. Customer's blood glucose was 117-119 mg/dl.